Event description:
Technician alleged that the head section would not stay in the upright position. This was a slow drift. No injuries reported.

Manufacturer narrative:
The technician replaced the head panel gas spring to resolve the issue.